Event description:
It was reported that the patient experienced a "jolt to the chest area." It was noted that the patient was concerned about whether or not the device was working. It was reported that the "jolt was the result of the patient's son slugging him in the chest." It was noted that the "patient had a horrible day" but no specific details were reported. It was further noted that the "patient was very tired due to recent traveling." It was confirmed that the patient could turn the device on and off, but they would like to have the settings checked. It was noted that the stimulation was currently turned off. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 3389-40, lot# j0225491v, implanted: (B)(6) 2002. Product type: lead. (B)(4).